Event description:
Medtronic received information that approximately 30 days following the implant of this transcatheter bioprosthetic valve, mild central aortic regurgitation and mild paravalvular leak were observed. At the six month follow up appointment, the regurgitation was resolved. Approximately nine months after valve implant, the patient developed a right-sided coronary infarction and was hospitalized the same day. Dual antiplatelet therapy (dapt) was initiated. Dapt continued for a total of 21 days, then returned to single antiplatelet therapy. Approximately one year after valve implant, the patient's new york heart association functional classification worsened from I to ii. Per the physician, the worsened heart failure was due to deconditioning. Per the physician, neither the valve nor the implant procedure contributed to the coronary infarction or worsening heart failure. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately one year and eight months post valve implant, the patient died. The cause of death is unknown.

Manufacturer narrative:
Updated b.5, h.1 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 30 days following the implant of this transcatheter bioprosthetic valve, mild central aortic regurgitation and mild paravalvular leak were observed. At the six month follow up appointment, the regurgitation was resolved. Approximately nine months after valve implant, the patient developed a right-sided coronary infarction and was hospitalized the same day. Dual antiplatelet therapy (dapt) was initiated. Dapt continued for a total of 21 days, then returned to single antiplatelet therapy. Approximately one year after valve implant, the patient's new york heart association functional classification worsened from I to ii. Per the physician, the worsened heart failure was due to deconditioning. Per the physician, neither the valve nor the implant procedure contributed to the coronary infarction or worsening heart failure. No additional adverse patient effects were reported. Additional information was received which clarified that rather than a coronary infarction, the patient developed a right corona radiata infarction. The cerebral infarction was arteriosclerotic and not embolic; therefore, per the physician, there was no causal relationship with the valve nor the implant procedure.